Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter contamination. The following information was provided by the initial reporter: during the reconstitution of a chemotherapy drug, the pharmacy assistant observed the presence of a particle on the seal of the syringe plunger. A new syringe was used resulting in a loss of time and money.

Manufacturer narrative:
H.6. Investigation: four photos were provided to our quality team for investigation. Through visual inspection, a particle was observed inside the syringe. Based on the photos, the composition of the particle cannot be identified. A device history review was performed for the reported lot 2007046, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on our investigation and sample evaluation which does not allow us to identify the origin of the particle, we are not able to identify a root cause at this time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-05. H6: investigation summary: four photos and one physical sample were provided to our quality team for investigation. Through visual inspection, a particle was observed inside the syringe. Using magnification, the sample was identified to be a polypropylene particle. A device history review was performed for the reported lot 2007046, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter contamination. The following information was provided by the initial reporter: during the reconstitution of a chemotherapy drug, the pharmacy assistant observed the presence of a particle on the seal of the syringe plunger. A new syringe was used resulting in a loss of time and money.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter contamination. The following information was provided by the initial reporter: during the reconstitution of a chemotherapy drug, the pharmacy assistant observed the presence of a particle on the seal of the syringe plunger. A new syringe was used resulting in a loss of time and money.